Event description:
Title: allis clamp. Patient was being operated on for invasive bladder cancer and necrotic bowel. Patient underwent exploratory laparatomy, resection of necrotic small bowel, resection of necrotic large bowel, radical cystoporstatectomy, and an ileoconduit. Surgeon used an allis clamp. Allis clamp was clamped on the bladder. The allis clamp broke near the tip into several pieces [causing a minor delay in surgery time.] The surgeon retrieved all the broken pieces. [There was no patient injury. This device is part of a surgical setup that is sterilized between surgical procedures. The site is not aware of any advice by the manufacturer, pilling surgical, on the life of their surgical instruments. This is the second pilling surgical device to break while being used in surgery this year at this hospital.